Event description:
It was reported the patient¿s lead was replaced on (B)(6) 2013 due to suboptimal placement. It was noted the patient¿s original lead was implanted in april. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748351, serial# (B)(4), implanted: 2013-04-12 product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).